Event description:
It was reported an internal dialyzer blood leak occurred less than five minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a nurse from the facility. The blood leak was reported to be visually observed in the dialyzer. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood test strips were not used because the blood leak was visible. No damage was observed on the dialyzer. The patient was also utilizing fresenius bloodlines. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as the device was reportedly discarded.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported an internal dialyzer blood leak occurred less than five minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with a nurse from the facility. The blood leak was reported to be visually observed in the dialyzer. The machine, a fresenius 2008k2, alarmed appropriately with a blood leak alert. Blood test strips were not used because the blood leak was visible. No damage was observed on the dialyzer. The patient was also utilizing fresenius bloodlines. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was 250 ml. The nurse confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The dialyzer was not available to be returned for evaluation as the device was reportedly discarded.